Event description:
End user stated he was getting out of bed still groggy and got out of bed 1 inch deeper into the chair than usual. The end user stated the edge of the brake cut the end of his heel and up to his knee. The end user stated this incident occurred approximately 8 months ago. There was no medical intervention sought.